Event description:
During an atrial fibrillation procedure, after inserting the catheter into the first valve of the sheath aspiration showed continuing air bubbles. The sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.